Event description:
The customer reported a battery issue with his meter. He was unable to test and reported "sweating and felt cold, shaky and clammy." He did not seek third party intervention. The meter was requested and upon investigation, was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.